Event description:
Overnight the attached baxter 50ml intravia empty bag was found with what looks like puncture holes in the port. The central pharmacy pic was made aware during the day shift today and the other empty bags with this lot in [redacted name] were bagged and put aside, along with the punctured bag. The technicians were notified to check the port when using these types of bags- no other bags with punctures were found. Manufacturer response for IV bag, intravia container 50ml capacity (per site reporter) [redacted date] - sample retrieved. [Redacted date] - emailed baxter, requested RMA/mailer label.